Manufacturer narrative:
The service engineer (se)reported that after starting the device, the main alarm failure was confirmed. The service engineer reported that the power cable was reinserted to perform a startup test, and the fault persisted. The se then reinserted the connection bar cable of the main speaker; after testing, the device error was eliminated, the device returned to full functionality.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a startup error and main alarm failure. The device was in clinical use when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution name: (B)(6) hospital. Reporting institution phone: (B)(6). Reporter phone number: (B)(6).